Manufacturer narrative:
The actual device evaluation is in progress. The DHR was reviewed and no discrepncies were noted. The failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The type of bone was type iii. The implant site was reported to be infected and ther was no general bone loss. Also, the implant was removed due to pain and numbness. However, no serious injury was reported to the patient and the patient is reported to be in excellent condition.